Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a pulmonary vein using a pod packing coil (podj). During the procedure, the physician advanced a podj into the target vessel using a lantern delivery microcatheter (lantern). The physician then retracted the podj in order to reposition the lantern; however, the last five centimeters of the podj became stuck in the introducer sheath while being re-sheathed. Therefore, the podj was removed and the procedure was completed using another coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 53.0, 72.0, and 95.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the introducer sheath had coagulated blood inside. Resistance was encountered while attempting to advance the embolization coil out of its sheath as the embolization coil met the coagulated blood inside the introducer sheath. The podj could not be advanced out of its sheath and, therefore, could not be functionally tested with a demonstration microcatheter. Conclusions: evaluation of the returned podj revealed that the introducer sheath had coagulated blood inside it. During the functional test, resistance was encountered while attempting to advance the embolization coil out of its introducer sheath as the embolization coil met the coagulated blood inside the introducer sheath. The root cause of the last five centimeters of the podj getting stuck in the introducer sheath while being re-sheath could not be determined. The embolization coil was returned completely re-sheathed. The lantern identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.